Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
The patient underwent a post-operative check two months after implantation, during which the right atrial (ra) lead showed a loss of capture. Subsequent x-ray imaging revealed that the lead had dislodged into the right ventricle. Given the patient's lack of symptoms, the decision was made to program the lead off. The physician will determine whether to reposition the lead or keep it programmed off. Currently, the lead is still implanted, and no adverse effects have been reported in the patient. Additional information: recent updates indicate that a surgical procedure was conducted to replace the lead. There have been no reports of further adverse effects on the patient. The lead is anticipated to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient underwent a post-operative check two months after implantation, during which the right atrial (ra) lead showed a loss of capture. Subsequent x-ray imaging revealed that the lead had dislodged into the right ventricle. Given the patient's lack of symptoms, the decision was made to program the lead off. The physician will determine whether to reposition the lead or keep it programmed off. Currently, the lead is still implanted, and no adverse effects have been reported in the patient.

Event description:
The patient underwent a post-operative check two months after implantation, during which the right atrial (ra) lead showed a loss of capture. Subsequent x-ray imaging revealed that the lead had dislodged into the right ventricle. Given the patient's lack of symptoms, the decision was made to program the lead off. The physician will determine whether to reposition the lead or keep it programmed off. Currently, the lead is still implanted, and no adverse effects have been reported in the patient. Additional information: recent updates indicate that a surgical procedure was conducted to replace the lead. There have been no reports of further adverse effects on the patient. The lead was received for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Additionally, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.